Event description:
Boston scientific crm received information that this transvenous left ventricular (lv) lead in association with the cardiac resynchronization therapy defibrillator (crt-d) exhibited >2,000 ohms pace impedance measurement and loss of capture post-implant in the configuration of ring to coil, tip to ring, tip to coil. All other leads measurements were within normal range. Noise oversensing was noted as having been present on the right atrial (ra) lead for some time that most recently had resulted in an atr episode. At the same time as the atr episode, noise was evident on the shock channel. The noise oversensing did not impact critical therapy at any time. The technical services consultant recommended isometrics and pocket manipulation to recreate the noise and testing measurements, as well as to consider chest x-ray. The device was confirmed as performing within normal limits during the initial office follow-up. The local area sales representative planned to discuss all with the physician. There was no evidence of an adverse patient symptom associated with these clinical observations.

Manufacturer narrative:
To date, information suggests that the medical device, ra and rv leads remain actively in service without further issue. This lv lead has been electrically programmed to off. To date, there has been no report back from the local area sales representative as to the outcome of the chest x-ray. Therefore, there is still possibility of an lv lead fracture. As new information would become available, this report will be further evaluated and updated. Most recently, during routine device system follow up, the health care personnel had inquired with boston scientific technical services as to why this lv lead would have been electrically modified to off. 1700 ohms lv pace impedance was noted, but also loss of capture as there was no pacing or markers present. When it was confirmed that the device had been previously programmed to only pace in the rv and that this lv was programmed to none, the health care personnel planned to re-program this lv lead to off.